Event description:
During an implant attempt of the subject device, the physician indicated that difficulty was incurred while inserting the ventricular lead into the port. Reportedly, there was no problem to insert the same lead into the a port. The subject device was not implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.